Event description:
My mom had her left knee replaced (B)(6) 2008 with a depuy high flex and depuy hv with gentamycin cement. The knee has given her pain since implantation. Her bone scans and x-rays are negative for loosening, and there are no symptoms of infection. She will have her knee revised (B)(6) 2013. Her surgeon, dr. (B)(6), has told her that her implants are loose, due to the failure of the depuy cement adhering to her bone. He also told her that he has had to revise quite a few pts in the past year due to the same problem.